Manufacturer narrative:
Returned device was received for evaluation . During the evaluation of the device,the customer's reported problem was confirmed. Pump was found to be displaying "1871" error code alarm message on power up and when a prime key button is pressed. Found a motor locked out that causes the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump displayed the following error code: lec 1871. The product problem was observed during testing. There was no patient involvement.